Manufacturer narrative:
Philips service replaced the host pc battery; device restored to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device was unable to power on due to host pc battery voltage being insufficient on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.